Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester removed the harvesting tool from the cannula. When he inserted it back through the cannula, the jaws of the hemopro 2 came out bent. They used another kit to finish the case and no patient harm was reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned with cannula to the factory for evaluation on 27oct2020 and an investigation was concluded on 17nov2020. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. There were specks of blood observed on the harvesting handle. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base. The silicone insulation was completely peeled away from the hot jaw. No other visual defects were observed. A temperature and resistance test could not be conducted to evaluate the device function based on the reported failure "material twisted/bent; wire" due to the extent of the detachment of the heater wire from the tip of the jaw. Based on the returned condition of the device and the evaluation results, the reported failure ¿material twisted/bent; wire" was confirmed as well as the analyzed failure "peeled; jaw". The lot # 25152183 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester removed the harvesting tool from the cannula. When he inserted it back through the cannula, the jaws of the hemopro 2 came out bent. They used another kit to finish the case and no patient harm was reported.